Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer spoke with tech and stated that the patient is alleging when he goes over threshold the chair cuts off.